Event description:
It was reported the patient received an inappropriate shock from the device due to an episode of fast atrial fibrillation which the device detected as dual tachycardia. The device parameters were going to be adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.